Event description:
On (B)(6) 2020, this patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis featuring c3 deployment system. Upon deploying the trunk-ipsilateral leg component, the left internal iliac artery was covered by the device unintentionally. The procedure was completed without any additional treatment for the covered left internal iliac artery. The patient tolerated the procedure. The physician reported that a mistake might have been made in measuring the distance to the left internal iliac artery pre-op, thereby selecting a device that was incompatible with patient anatomy and led to the unintentional coverage of the left internal iliac artery.